Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp) was shutting off after the safety disk was replaced. There was no patient involvement, and no adverse event reported. The getinge field service engineer (fse) confirmed the issue and reset the solenoid connections and main board connection. The iabp was cleared for clinical use and returned to the customer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was shutting off after the safety disk was replaced. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a previously scheduled service visit performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) was shutting off. There was no patient involvement, and no adverse event reported.